Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to/difficulty priming during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9071865 exp-2024-03-31. Verbatim: consumer reported needle clog during priming, also mentioned having same issue with other boxes of the same product in the past. Consumer does not have lot numbers for the other boxes.

Manufacturer narrative:
H.6. Investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9071865. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h. 10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9071865. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to/difficulty priming during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9071865, exp-2024-03-31. Verbatim: consumer reported needle clog during priming, also mentioned having same issue with other boxes of the same product in the past. Consumer does not have lot numbers for the other boxes.